Event description:
A nurse contacted baxter to report a blood leak in the miniprime 8mm set that occurred during patient use. The hemodialysis hardware device alarmed after 10 minutes of hemodialysis and the blood leak was found in the set in the pump segment near the saline line. The sample was discarded. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the issue could not be confirmed. The root cause was unable to be determined. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.